Event description:
Reportedly during surgery, the tip sparked and produced a fire on the drapes, sponges and nasal cannula. The patient was undergoing excision of a facial lesion. The generator was set at coagulation: 30 and cut: 35. The fire was immediately extinguished with sterile water. The pateint sustained superficial burns on his left upper lip, right cheek and nare and nasal mucosa. The patient was admitted to the ICU for airway observation overnight. He was discharged the next morning with no further complications.

Manufacturer narrative:
The device was received on 10/26/2006. Evaluation is in process. When the investigation is complete, a follow-up medwatch report will be submitted.